Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Date of death is not available at the time of the report.

Event description:
The customer reported an alarming issue related to a patient incident. A death of newborn was reported. Further details about the incident (date of death, gender/age/weight of the patient) have been requested. However, they have not been provided yet.

Manufacturer narrative:
The death of a patient was reported by the customer's biomed to the australian authority (tga). During biomed's investigation it was identified that the equipment alarms were not audible. They found out that the clinical alarms were configured to "off". The customer himself noted that there are two alarm modes that can be configured to either "all" (clinical and inop (technical) alarms are enabled), or to "inop only" (only inop alarms are enabled). In this case, the device was set to "inop only". Despite multiple requests, the customer was not able to provide any further details regarding the involved device and corresponding traces. To solve the customer's issue, the hospital needs to configure the alarm parameter settings according to their needs. The hospital is accountable for the configuration of the alarm settings to match the individual hospital¿s alarm standards. No part needed to be replaced. No information on the disposition of the device was provided to philips. According to information provided, the device behaved as designed. No malfunction could be identified. No further investigation or action is warranted.